Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the pump supplies were changed to address the issue. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support.